Event description:
During the primary hip surgery, a femoral bone fracture occurred while reaming the calcar with the calcar reamer large zimmer hall. The surgery was completed successfully. Nothing was done to the fracture, as it was "contained" and the surgeon did not feel that a cable or plate was necessary.

Manufacturer narrative:
Batch review performed on 22-dec-2023. Lot 1951719: (B)(4) items manufactured and released on 25-nov-2019. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review.